Manufacturer narrative:
Date sent to the FDA: 2/14/2021. Additional b5 narrative: it was reported that the patient experienced numbness following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery and triple neurectomy on (B)(6) 2010 during which the surgeon noted ¿the mesh was completely crumpled up and contacted.¿ it was reported that the patient experienced severe pain, nerve damage, mesh migration, triple neurectomy, nerve blocks, stress and anxiety. No additional information is provided.